Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services discussed that this was a false positive explant indicator related to a software update. It was recommended to interrogate and/or program this device using a wand, as wandless telemetry is no longer available with this device. No adverse patient effects were reported. Additional information was received which indicated that, this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services discussed that this was a false positive explant indicator related to a software update. It was recommended to interrogate and program this device using a wand, as wandless telemetry is no longer available with this device. The patient will continue to be closely followed via remote monitoring as remote monitoring was disabled due to a high battery impedance condition. The technical services (ts) recommended communicator replacement once the new software is uploaded to the device. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes this device exhibited unintended behavior associated with a software update. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior. Device labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. With the available information, boston scientific concludes this device exhibited unintended behavior associated with this software update. Boston scientific developed an additional software update for the accolade family designed to correct the unintended behaviors. Boston scientific will release this additional software in your country following applicable regulatory approval. Risk review: a risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes this device experienced high battery impedance that led to the device disabling rf telemetry. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which puts this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. If the device remains in service, rf telemetry will be disabled before the battery impedance reaches a level where safety mode can occur. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Device labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: it was determined this device experienced high battery impedance. Although this device's battery met all manufacturing and design requirements, a latent, higher-than-expected increase in battery impedance puts this device at risk of experiencing transient voltage decreases during telemetry or other normal, higher-power operations. Boston scientific issued a field safety notice to physicians regarding the potential for accolade family pacemaker and crt-p devices to exhibit this latent high battery impedance behavior. Risk assessment: a risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000 and that remote monitoring was disabled. Technical services discussed that this was a false positive explant indicator related to a software update. It was recommended to interrogate and/or program this device using a wand, as wandless telemetry is no longer available with this device. No adverse patient effects were reported. Additional information was received which indicated that, this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000, and that remote monitoring was disabled. Technical services discussed that this was a false positive explant indicator related to a software update. It was recommended to interrogate and program this device using a wand, as wandless telemetry is no longer available with this device. The patient will continue to be closely followed via remote monitoring as remote monitoring was disabled due to a high battery impedance condition. The technical services (ts) recommended communicator replacement once the new software is uploaded to the device. No adverse patient effects were reported.